Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Customer had taken a high dose of acetaminophen. Reportedly, the cgm blood glucose (bg) reading displayed as low, and the meter bg reading was 17 mmol/l. Technical support educated customer on how medications affect system predictions and insulin adjustments, which customer understood and acknowledged. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.